Manufacturer narrative:
Gas spring tip.

Event description:
It was reported by service report that with patient on stretcher- fowler will not hold in "up" position. Fowler floats down. There was patient involvement; however, no adverse consequences are reported.